Manufacturer narrative:
The reported sensor (B)(4) was returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. The sensor was found to be in state 5 (indicating normal termination). The sensor plug was visually inspected and the sensor plug was not properly seated in the mount. Removed the sensor plug assembly and observed broken snaps, causing improper seating of the plug in the mount. An extended investigation has also been performed. The sensor puck was de-cased and liquid ingress was observed. Broken snaps result in improper seating of the plug in the mount, resulting in poor connection between the rubber contacts and printed circuit board (pcb) contacts, ultimately causing the sensor plug to be unable to form a proper seal. The investigation attempted to replicate the broken snaps by applying excessive force on known good sensor plugs as they were inserted into the pucks. This force was able to deform and bend, but not break the snaps and post. The snaps and posts are inspected by vision systems during manufacturing of the sensor plug. If the snaps are broken or not present, the part is rejected. A DHR (device history review) was reviewed for the reported sensor and no manufacturing issues were observed. No malfunction or product deficiency was identified through the DHR review. Section device manufactured date has been updated based on returned product download.

Event description:
Caregiver reported about a customer who was unable to obtain a reading due to the "replace sensor" message displayed after 6 days of wearing the adc freestyle libre sensor. On (B)(6)2019, customer was semi-conscious when she called an ambulance who transported her to the hospital. Customer was in coma and was diagnosed with hyperglycemia and admitted to the ICU where she received unspecified treatment. Caller further reported that the customer was still in coma and in ICU since (B)(6)2019. No further information was provided as the caller declined to continue troubleshooting and attempts to gather further information has thus far been unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caregiver reported about a customer who was unable to obtain a reading due to the "replace sensor" message displayed after 6 days of wearing the adc freestyle libre sensor. On (B)(6) 2019, customer was semi-conscious when she called an ambulance who transported her to the hospital. Customer was in coma and was diagnosed with hyperglycemia and admitted to the ICU where she received unspecified treatment. Caller further reported that the customer was still in coma and in ICU since (B)(6) 2019. No further information was provided as the caller declined to continue troubleshooting and attempts to gather further information has thus far been unsuccessful. There was no report of death or permanent impairment associated with this event.